Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports having excess bleeding from the gums while using the aligners. Dentist assured the patient of having optimal gum health; however, the aligners go too far up on the gums and are pressing intensely on the gum line causing gum receding and immense discomfort. The patient has been unable to wear the aligners due to pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.